Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no radio frequency communication and meter blood glucose now. Customer's blood glucose at time of incident was 2.3mmol/l. The customer was advised to check her pump in question and found that the ID was not programmed into the pump and had pump error 23 (post-reset crc alarm). The customer was offered to reprogram the ID into the pump but she was not using it and she just wanted to make sure meter was working correctly. The customer will back tomorrow to program the pump.